Manufacturer narrative:
Incidental findings: early stage of conductor breakdown. Elevated resistance on the alarm out wire in the black power cable. The strain relief on the white power cable connector side was broken. The black power cable connector was also observed to have a broken strain relief. Minor kinks near the controller side connector of the white power cable and the black power cable. Manufacturer's investigation conclusion: the reported event of a green substance coming out of an opening on the controller¿s white power cable was confirmed. Visual inspection of the submitted pictures and of the returned controller (serial number (B)(6) revealed that the white power cable had an opening and a substance consistent with fluid ingress was observed to be coming out of the white power cable. The returned controller was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The cable jacket, protective layers and shielding on both power cables were removed, revealing a green fluid substance on the underlying layers and wires. No other issues were observed. The downloaded log file contained approximately 11 days of data (B)(6) 2021¿(B)(6) 2021per the timestamp). There were no atypical alarms throughout the log file. The driveline was disconnected on (B)(6) 2021 at 14:59:36 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The reported green substance was determined to be caused by fluid ingress inside the controller power cable; the tear in the power cable jacket may have contributed to the fluid being able to enter beneath the cable jacket. The root cause of the fluid ingress and of the tear in the white power cable jacket could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2019. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic and noted to have an opening in the white power cable of controller with green goo coming out. The controller was exchanged in clinic.